Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported they obtained inconsistent potassium results on the architect c16000 analyzer. A sample with an unknown sid generated an initial result of 2.5 mmol/l and repeat on same analyzer generated 3.5 mmol/l. No specific patient information was provided. No adverse impact to patient management was reported.

Manufacturer narrative:
The customer and abbott field service performed multiple troubleshooting actions including replacement of the reagent probe and sample probe. The customer indicated no further issues were observed following the replacement of the probes. A review of the architect serial (B)(4) service history identified no contributing factors on or around the date the event was found. There were no subsequent reports from the customer regarding erratic/discrepant results. A review of complaint and trending data for the reagent probe and sample probe identified no systemic issue or trends. A review of the tracking and trending data in the product monitoring review for clinical chemistry systems revealed no issues or adverse trends related to the erratic/discrepant result issue described in this complaint. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c16000 analyzer was identified.